Manufacturer narrative:
Technician found that valve o-rings were sticking. He replaced valves for head section; this corrected problem.

Event description:
Technician found bed tagged, 'head function intermittent', no injury was reported with this bed.